Manufacturer narrative:
On march 09, 2015 carefusion requested additional information from the user facility regarding the reported event and status of the patient. As of april 03, 2015, there has been no response from the user facility. The carefusion technical support specialist provided the user facility representative with several troubleshooting recommendations; however no definitive cause of the reported event was determined. The carefusion technical support specialist advised the user facility representative to do some troubleshooting per carefusion's recommendations. A review of the carefusion technical support database did not find any additional calls from the user facility associated with this event.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "Customer claims the rate on this ventilator is higher than set rate, we ask the colors of the wave forms, she claims is yellow and blue, informed our customer that this unit is auto cycling and this can be a caused by a leak on the circuit or the patient. She claims this ventilator is on a patient, mode of ventilation simv. They are going to look for leaks and try to solve the problem."